Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal the tissue 2 hours into an esophagus procedure. There was no bleeding or injury. No further information is available.